Event description:
Philips received a complaint by the customer on the v60 indicating that a machine pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending.

Manufacturer narrative:
The unit was submitted to the repair center following reports of a pressure sensor autozero failure. While the issue could not be duplicated during an initial test run, a detailed review of the internal event log confirmed the presence of the reported error code. To address the documented failure and ensure future reliability, technicians replaced solenoids 3 and 4. Following these components' replacement, the device underwent a comprehensive performance verification process according to philips standards. The investigation confirmed the reported error through log analysis, leading to the proactive replacement of critical solenoids. The device successfully passed all post-repair testing and once again operating within specified parameters. No further malfunctions were observed, and no additional corrective actions are required at this time. The unit has been cleared for use and returned to service. This complaint file is currently closed but remains subject to reopening should new information be received. In alignment with post market surveillance and risk management protocols, the data from this incident will be used to support ongoing product quality and safety enhancements.